Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They stated that the heating element of the hempro device separated from the jaws. Another hemopro was opened and case went according to IFU. No injuries.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7. H2, h3, h6, h10 analysis of production (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis: (4109/213/67)the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jan 2020 to dec 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device ((B)(6) 22) the device was returned to the factory for evaluation on 02/11/2022. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood was observed on the tip of the cannula. The heater wire of the harvesting device was observed to be flexed away from the hot jaw from the base to the tip with detachment at the tip of the hot jaw. No other visual defects were observed. An investigation was conducted on (B)(6) 2022. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material was observed on the heater wire. The heater wire was observed to be flexed away from the base of the hot jaw to the tip of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. No electrical testing was conducted due to the extent of damage of the heater wire. Based on the returned condition and results of the investigation, the reported failure "material twisted/bent wire" was confirmed.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).